Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient in the (B)(6) via a representative. The patient received morphine 20 mg/ml at a dose of 6.2 mg and bupivacaine 20 mg/ml at a dose of 6.2 mg via an implantable pump. The patient¿s concomitant medications were not obtainable and the medical history was not known. It was reported that during normal use the patient started to suffer from increased pain but no withdrawal symptoms. The patient came into clinic on (B)(6) 2017 and when the pump was checked and a motor stall occurred on (B)(6). The pump had not restarted and the pump still had six months left until the elective replacement indicator (eri). As reported, there were no environmental, external, or patient factors that contributed or led to the event. Diagnostic testing, troubleshooting, action and interventions taken were noted that the pump was listed for a new pump with a replacement to occur on (B)(6) 2017. At the time of the report, the issue was not resolved and the patient¿s status was reported as alive-with injury.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. The analysis interrogation print report indicated the motor stall occurred on (B)(6) 2017 at 15:39 (stopped pump may exceed tube set on (B)(6) 2017 at 15:39) and recovery on (B)(6) 2017 at 20:00.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-feb-15, additional information was received from a foreign manufacturer representative (rep). It reported the pump had not recovered prior to explant and the pump also experienced a stopped pump period may exceed tube set message. There was no evidence of more than one stall occurring. The previously reported elective replacement indicator (eri) of 6 months was normal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.